Manufacturer narrative:
MDR 3003442380-2024-07098 - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that six infusion sets fell off during use on (B)(6) 2024. Patient blood glucose level was 350 mg/dl. No further information available.